Event description:
Surgeon reported "intraoperative expander was filled with saline solution up to 150ml. 14 days after additional 100ml added without complications. In may port look up was attempted, but the magnet was repelled from the estimated position of the port (due to same polarity of magnet poles). It was interpreted as rotation of expander with fold creased. Puncture attempted was unsuccessful. [..] Patient hospitalized to fix rotation or to replace the expander. Revision showed no rotation, the magnet through the defect in expander¿s pocket moved into the expander, so the magnet wasn't attached properly which made impossible to locate it. Expander was replaced with a new one.". Affected side was right side. The device has been removed.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, black particles, fluids, and a needle guard dislodge. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. And also identified a sharp edge opening on the posterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior and radius side due to surgical damage. During the analysis was observed needle guard dislodge however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Surgeon reported "intraoperative expander was filled with saline solution up to 150ml. 14 days after additional 100ml added without complications. In may port look up was attempted, but the magnet was repelled from the estimated position of the port (due to same polarity of magnet poles). It was interpreted as rotation of expander with fold creased. Puncture attempted was unsuccessful. [..] Patient hospitalized to fix rotation or to replace the expander. Revision showed no rotation, the magnet through the defect in expander¿s pocket moved into the expander, so the magnet wasn¿t attached properly which made impossible to locate it. Expander was replaced with a new one.". Affected side was right side. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "to fix rotation or to replace the expander". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Surgeon reported "intraoperative expander was filled with saline solution up to 150ml. 14 days after additional 100ml added without complications. In may port look up was attempted, but the magnet was repelled from the estimated position of the port (due to same polarity of magnet poles). It was interpreted as rotation of expander with fold creased. Puncture attempted was unsuccessful. [..] Patient hospitalized to fix rotation or to replace the expander. Revision showed no rotation, the magnet through the defect in expander¿s pocket moved into the expander, so the magnet wasn¿t attached properly which made impossible to locate it. Expander was replaced with a new one.". Affected side was right side. The device has been removed.